Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead showed impedances during ipg repositioning procedure. The lead was replaced and the patient was doing well postoperatively.